Manufacturer narrative:
Insulin pump alarmed button error and no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer tried to deliver an insulin bolus and the buttons on the insulin pump are stuck. Customer then received a button error alarm and removed the battery but the alarm could not be cleared. Blood glucose level is 167 mg/dl. Nothing further reported.